Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-105mg/dl fasting. Verified test strips expire 09/14/2018. Customer's test strips are being stored properly and opened vial date was (B)(6) 2015. Reviewed meter memory: 1:69mg/dl (B)(6) 2015 12:12:00 pm fasting:yes; 2:66mg/dl (B)(6) 2015 12:06:00 pm fasting:yes; 3:70mg/dl (B)(6) 2015 11:29:00 am fasting:yes; 4:191mg/dl (B)(6) 2015 02:23:00 am fasting:no; 5:85 mg/dl (B)(6) 2015 12:41:00 pm fasting:yes. Memory concerns:undisclosed. Customer is running much lower than he normally runs on his blood sugars with this meter. His a1c is in the low 7's but the dr never does a blood glucose on him to check his meter. Customer was unwilling to run a blood. Customer does not have his meter set up. Customer started to check his meter with the embrace meter since his blood results are always so low. His dr does only an a1c on him at the time of his check up about a month ago and it was in the low 7's.